Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 160 mg/dl. The customer did not want to troubleshoot and asked if we could send a new battery cap. Customer was advised that we are sending a new battery cap.